Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during index procedure. Pt was asymptomatic / free of symptoms at 30 day f/u. Pt's current cardiac status at 6 month, 1.5 year and 2 year follow-ups was stable angina. It is reported that there was a revascularization carried out approx 34 months post index procedure. There was an endeavor stent implanted in the 1st obtuse marginal and there was a balloon only revascularization of the proximal lad carried out. The pt suffered an acute non-stemi approx one day later. It is reported that it was a non-q-wave mi, located in the lateral, not involving the target lesion. The pt did not feel any discomfort and could be discharged after improvement of cardiac enzymes one day later. Pt's current cardiac status at 3 year f/u was stable angina. (Ref MFR # 9612164-2011-00435).

Manufacturer narrative:
(B)(4). Eval, results: mi, revascularization.